Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level (value not provided); cause was unknown. The customer declined to provide additional information regarding the issue.